Event description:
As reported by our edwards lifesciences japanese affiliate, structural valve degeneration of a sapien xt valve occurred. Approximately 5 years post-implant of a 23 mm sapien xt valve in the aortic position, mean pressure gradient had increased. Approximately 8 years post-implant, the patient was hospitalized due to heart failure. The patient was diagnosed with severe aortic stenosis and moderate aortic regurgitation. The patient is scheduled to be hospitalized for heart failure control. No reintervention is stated for the sapien xt valve at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
Additional information was received. The valve in valve procedure was performed successfully (date of valve in valve procedure is unknown). There were no procedural complications.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received through investigation. The following sections of this report have been updated: corrected b2, additional information added to b5, code added to h6 health effect impact, code added to h6 device code, codes added to h6 type of investigation, corrected codes on h6 investigation findings, corrected codes in investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
After hospitalization, the patient's heart failure was controlled by medication. Calcification of the valve was confirmed via echo. A valve in valve procedure is being considered.